Event description:
A biomedical engineer reported that the gas appeared low or empty during a surgical procedure. The case was completed with the same system. The staff felt the gauge may not work properly. There was no harm to the patient.

Manufacturer narrative:
Additional information is provided: a review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 11, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).